Event description:
It was reported that after approximately 11 hours of intra-aortic balloon (iab) therapy the console generated a leak in iab circuit alarm. Blood was then found in the tubing. A new iab was inserted to continue therapy without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name - (B)(6) hospital. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4) device not returned.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).